Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 09/04/2014 with the following findings: the keypad was observed to be unresponsive. Moisture was observed on the keypad button contacts and keypad flex cable and connector. Leak testing revealed battery compartment and keypad leaks. There was evidence of moisture behind the display lens. Moisture was observed on the pump¿s internal components. There was evidence of moisture on the pumps internal components. Unrelated to the complaint, investigation revealed the vibratory-alert feature was non-functional. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.